Manufacturer narrative:
The hvad devices will not be returned to heartware for evaluation. Additional information will be submitted within thirty (30) days of completion of the investigation. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient expired in the hospital due to multi-organ failure. The patient experienced deterioration of health preoperatively due sustained ventricular tachycardia (vt) storm requiring intubation and placement of an intra-aortic balloon pump. The patient underwent placement of right and left ventricular assist devices. Postoperatively, the patient experienced septic shock with right heart failure, worsening renal, and hepatic function requiring antibiotic coverage and vasopressor support. It was stated that the patient's neurologic and respiratory status continued to deteriorate. The medical team discussed the poor prognosis with that patient's family and a decision was made to withdraw support. The patient expired in the hospital as support was withdrawn. The device was not returned to the manufacturer for evaluation as it remains implanted. Death, multi-organ failure, hepatic dysfunction, neurologic dysfunction, renal dysfunction, respiratory dysfunction, and sepsis are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately three weeks after hvad implantation this patient developed multi organ failure and expired. The patient was initially admitted from the cath lab with congestive heart failure. He then underwent rvad/lvad implant. Post-operatively his right ventricle did not recover and he developed bleeding, septic shock and sustained ventricular tachycardia that did not respond to anti-arrhythmic therapy. He further developed multiple organ dysfunction and his neurologic and respiratory status also deteriorated. Per the surgeon the device functioned well but due to poor prognosis support was withdrawn and the patient subsequently expired. The devices will not be returned to heartware for evaluation. Investigation is ongoing.